Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # k5du6v. (B)(4). Additional information was requested and the following was obtained: can you please clarify what happened with the first device when it broke? The surgeon when was trying to close the device, it broke the internal mechanism. Did the firing trigger break? No. Did any other portion of the device break? No. Was buttressing being used on any of the firings? No. You stated that the case was completed with a transanal anastomosis. Was this due to the device issues you experienced? Yes. Or would a transanal anastomosis typically have been done to complete the procedure? No. If the device worked the surgeon would use a circular to perform the anastomose. You stated that the procedure was prolonged by 60 minutes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What was the quality of tissue in the area where the device was fired? Thick? Thick tissue what were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Cancer. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? The instrument broke during the closing, so he didn¿t fired it. Please confirm the delay of 60 minutes. Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Because of the fact that they couldn¿t use the two devices, the surgeon chose to do a anastomosis transanal, and took 60 minutes to complete the procedure. Was the procedure changed due to the patient anatomy? No. Was there another device available to continue the procedure? No. Please clarify: why was the procedure changed and not completed as a low anterior resection? It was a lar but the distal anastomosis was performed transanal. The analysis results found that the ats45 device was received with the clamping mechanism damaged and with no cartridge reload present. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a low anterior ressection procedure, when the surgeon was going to fire the instrument (green reload and articulated), and with the rectum with a good dissection, he faced some difficulties to close the instrument. He forced and eventually broke it. Replaced the instrument with a same like product and he couldn't close it too. This time he didn't force it. They finished the procedure with a transanal anastomosis. Sixty minute delay.